Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer inserted a new battery with the new cap but display did not return. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested dor return.

Manufacturer narrative:
After battery installation unit powered on with no blank display noted. Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit passed self test, active current measurement test, and sleep current measurement test. The baat tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Battery cycle 21.0 received the lowbatteryalert (104) on 05/26/2025 09:34:00 faster than expected at 1.14 days. Battery cycle 20.0 received the lowbatteryalert (104) on 05/24/2025 04:06:00 faster than expected at 1.75 days. Battery cycle 18.0 received the lowbatteryalert (104) on 05/17/2025 18:19:00 faster than expected at 3.82 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection it was determined that no moisture was found. Unit also received with scratched case and pillowing keypad overlay. In conclusion, customer¿s concern of blank display was unconfirmed. However, using the baat tool it was determined the customer experienced an unexpected power loss of less than 7 days per the pump history records, isolate to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.